Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ login failed to database. ¿ case: (B)(4) ¿ login error message. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login failed to the database. A technical support specialist dialed in and re-synced the database and created another case to resolve battery replacement. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system was not communicating on the healthsight viewer website and displayed an error message on the screen. User tried to close out of the error message but it would reappear. The pyxis machine will not allow users to return to the login screen to dispense or refill medications. User rebooted the machine and the error message appeared again. User also powered down the device, unplugged the power and ethernet cord, and then turned the device on. The error message appeared again. There were no adverse events or injuries reported based on this incident.